Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported ongoing issues with the ilet¿s battery charging. The patient stated the pump would not reliably charge, and that battery life was limited to approximately two days. A replacement device was shipped. No blood glucose impact, symptoms, or medical intervention were reported.